Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding a patient (pt) with implantable neurostimulator (ins). The reason for call was patient representative reported that the pt was not sure if they moved the device or if it wasn't working anymore. Patient representative said the stimulator used to send signals to the patient for the pain when they would be up walking or stand up, but now the signals were no longer being sent and patient was in pain again. The issue started about a month ago. Agent walked patient representative through how to check if the stimulator was still on through the patient therapy application. The caller confirmed that the stimulation was on. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of rep.